Event description:
The customer reported to olympus that during flexible bronchoscopy, video-assisted thorascopic surgery, wedge resection, using this bronchovideoscope, peeling of the black rubber material was noticed when the scope was pulled out. The procedure was completed with different scope used to ensure there was no damage or retained material. Nothing fell inside the patient. The procedure was delayed for ten minutes to get a new scope. The device was inspected and tested prior to use to ensure there were air and bubbles. There were no reports of patient or user harm associated with this event.